Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.

Event description:
It was reported that 2 unspecified bd firazr syringes experienced leakage during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. 2 syringes leaked slightly from around the needle while injecting. She disposed of the syringes and does not have a lot number or expiration date. She believes one occurred in (B)(6) 2019 and one in (B)(6) 2019. Per email: this is notification to inform you that a distributor has received a commercial product complaint that occurred in the USA relating to ancillary components. An investigation from becton dickinson is not required. Which needle is this complaint referring to below? Needle. Did this complaint occur in or outside USA? In USA. Is the date of event known? Unknown. Was there any adverse events due to the reported issue? Medical intervention? Course of treatment change? Other actions? N/a. Are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifiers will not be available for any investigation request.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd firazr syringes experienced leakage during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. 2 syringes leaked slightly from around the needle while injecting. She disposed of the syringes and does not have a lot number or expiration date. She believes one occurred in march 2019 and one in july 2019. Per email this is notification to inform you that a distributor has received a commercial product complaint that occurred in the USA relating to ancillary components. An investigation from becton dickinson is not required. Which needle is this complaint referring to below? Needle. Did this complaint occur in or outside USA? In USA. Is the date of event known? Unknown. Was there any adverse events due to the reported issue? Medical intervention? Course of treatment change? Other actions? N/a. Are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifiers will not be available for any investigation request.